Event description:
It was reported that a patient underwent a bkp to treat a t12 compression fracture on an unknown date. It was reported that pressure was applied when the cement was delivered into the vertebra and cement extravasated into a vein. According to the report, the cement may have been too "runny" when injected. The patient is asymptomatic at this time. No further complications were reported.

Manufacturer narrative:
Date of event is unknown. (B)(6). Location: hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.